Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal evolution device did not deploy.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section and to provide the completed investigation results. (B)(4). One 6fr angio-seal evolution device and the plastic header bag were returned for evaluation. The carrier tube/handle assembly was returned mated with the hemostasis sheath and there was untamped collagen visible at the end of the suture.the anchor could not be located and was detached from the suture. The device was in the full rear lock position and both the colored bands were visible on the deployment sleeve. Visual inspection revealed no further damage or deformation. The button of the device was 'hard' upon receipt. The device was then examined under fluoroscopy and the gear teeth was inspected for proper mating and alignment. No anomalies were noted. Functional testing was conducted. The button was pressed and the suture unwound as intended. The handle was disassembled the gear mechanism was visually examined. No anomalies were noted and the gears responded with correct and smooth movement upon corresponding movement of the tamper tube. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and update device evaluated by MFR. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.